Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported an increase in fatigue. Upon interrogation it was noted that the patient had an elevated heart rate of 120 beats per minute for several months. Further review noted that the minute ventilation feature in the pacemaker was programmed to 16, so it was reprogrammed it to 9. Boston scientific technical services (ts) suggested further decrease in the minute ventilation due to the amount of time the patient has had an increased heart rate, however the clinic opted to leave programmed as is since the patient is a triathlete. At this time, the pacemaker remains in service and no adverse patient effects were reported.